Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30851161l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after ablation, they noticed a pericardial effusion. It was verified via ultrasound. A pericardiocentesis was done and over one liter of fluid was removed. The patient became more stable and was transferred to the operating room for surgical monitoring. The patient did not require surgical repair. Patient is now stable and is going to the intensive care unit for monitoring. The bwi consultant spoke with the physician, and they are unsure what may have caused the effusion. The total watts used during the ablation were 40 watts. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 19-nov-2022, noted a correction to the 3500a follow-up #1 as in h10. Additional manufacturer narrative we reported, ¿processed d10. Concomitant medical products and therapy dates¿ field; however, inadvertently did not include this information. Therefore, processed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 27-nov-2022, noted a correction to the 3500a follow-up #2 as in h11. Corrected data field we reported, ¿during an internal review on 19-nov-2022, noted a correction to the 3500a follow-up #1 as in h10. Additional manufacturer narrative we reported, ¿processed d10. Concomitant medical products and therapy dates¿ field; however, inadvertently did not include this information.¿ however, it should have stated, ¿during an internal review on 26-nov-2022, noted a correction to the 3500a follow-up #1 as in h10. Additional manufacturer narrative we reported, ¿processed d10. Concomitant medical products and therapy dates¿ field; however, inadvertently did not include this information.

Manufacturer narrative:
Additional information was received on 27-oct-2022. The patient is an 83 years old male. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. Patient was sent to the operating room and was monitored. No further intervention. The patient outcome of the adverse event is fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event for observation. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. They are unsure of there was evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was default smart touch sf settings. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability used with visitag were standard surpoint setting; 3mm, 3s, 25% at 3g fot. No additional filter was used with the visitag. Fti color options was used prospectively. Therefore, processed d10. Concomitant medical products and therapy dates, a2. Patient age at the time of event, a2. Age unit and a3. Gender fields. It was assessed that prolonged hospitalization will not be coded as it was stated that it was for observation. In addition, the physician information was provided. Therefore, processed section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).